Event description:
Information was received from a healthcare professional regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity and cerebral palsy. It was reported the healthcare professional (hcp) stated the patient was having an magnetic resonance imaging (MRI) and it was unknown if the MRI was related to device or therapy. The hcp stated the MRI was possibly related to the patient's pump as they were questioning there might be an infection around the pump. It was noted that the patient came in with a spiking temperature and it has been a few days now. Event date was noted as (B)(6) 2017 (the past few days). No further complications were reported/anticipated.